Event description:
It was reported that the device tip ruptured. This direxion catheter was selected for use in a prostate embolization procedure with a non-boston scientific liquid embolization agent. During the procedure, the tip of the microcatheter remained embedded in the embolic agent, with the outer frame breaking off on attempted removal. Only the internal portion remained, stretching under traction until it broke off. The microcatheter ruptured in the 5f catheter and the fragment inside the patient was retrieved from outside the introducer. Further traction enabled the entire fragment to be removed completely. There were no patient consequences.

Manufacturer narrative:
Device eval by manufacturer: the direxion microcatheter was returned to our post market quality assurance laboratory. Visual examination of the catheter shaft revealed a nickel shaft fracture; inner shaft stretching/tangled, and a complete shaft separation. Analysis of the returned device confirmed the clinical observations of shaft damage and a shaft separation.

Event description:
It was reported that the device tip ruptured. This direxion catheter was selected for use in a prostate embolization procedure with a non-boston scientific liquid embolization agent. During the procedure, the tip of the microcatheter remained embedded in the embolic agent, with the outer frame breaking off on attempted removal. Only the internal portion remained, stretching under traction until it broke off. The microcatheter ruptured in the 5f catheter and the fragment inside the patient was retrieved from outside the introducer. Further traction enabled the entire fragment to be removed completely. There were no patient consequences.